Event description:
It was reported that surgeon did a revision on a patient's right hip to pain. Surgeon removed rejuvenate stem, neck, cup and liner.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 34mm, cat# nls-340000b, lot# 3769001. Trident psl ha solid back 52mm, cat# 540-11-52e, lot# 36724101. Trident 0/deg x3 insert 36mm ID, at# 623-00-36e, lot# mkmkxj. Delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 37251101. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the reported devices cannot be performed as the revised devices were retained by the hospital and were not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.